Event description:
A report was received that the patient was experiencing pinching sensation at the lumbar area where she had a non device related slipped disk whenever stimulation was turned on. The patient experienced extreme back pain (same lumbar area) following a successful reprogramming. The patient was sent to the hospital and was given pain injections which provided relief. A CT scan was taken at the hospital and showed nothing unusual about the lead and the ipg location. The physician believed that the extreme pain could have been a result of the patient's history of slipped disk, or less likely, due to the nerves being aggravated during reprogramming.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure due to ineffective therapy. Stimulation began causing patient sharp pains in back when turned on. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing pinching sensation at the lumbar area where she had a non-device related slipped disk whenever stimulation was turned on. The patient experienced extreme back pain (same lumbar area) following a successful reprogramming. The patient was sent to the hospital and was given pain injections which provided relief. A CT scan was taken at the hospital and showed nothing unusual about the lead and the ipg location. The physician believed that the extreme pain could have been a result of the patient's history of slipped disk, or less likely, due to the nerves being aggravated during reprogramming.

Event description:
A report was received that the patient was experiencing pinching sensation at the lumbar area where she has a slipped disk (non-device related) whenever stimulation was turned on. The patient experienced extreme back pain (same lumbar area) following a successful reprogramming. The patient was admitted to the hospital and was given injections to relieved pain. The pain has gone after the patient was given a narcotic shot.

Event description:
A report was received that the patient was experiencing pinching sensation at the lumbar area where she had a non-device related slipped disk whenever stimulation was turned on. The patient experienced extreme back pain (same lumbar area) following a successful reprogramming. The patient was sent to the hospital and was given pain injections which provided relief. A CT scan was taken at the hospital and showed nothing unusual about the lead and the ipg location. The physician believed that the extreme pain could have been a result of the patient's history of slipped disk, or less likely, due to the nerves being aggravated during reprogramming.

Manufacturer narrative:
Correction to initial MDR in field b5. Additional information was received that the patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm.